Event description:
It was reported that there was a stimulation/therapy issue; the patient had a feeling of electrical current in his body during the recharging process. The patient also had tremor returning in his hands. The patient had had the device checked by an unknown physician but the problem had persisted. A surgical intervention was planned, the patient was going to undergo surgery on (B)(6) 2015 to diagnose the issue and possibly replace equipment. No outcome was reported, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 64001, lot# n460485, implanted: 2014 (B)(6); product type adapter product ID 37642, serial# (B)(4); product type programmer, patient product ID 37651, serial# (B)(4); product type recharger product ID 3387s-40, lot# v821660, implanted: 2012 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).